Event description:
Per the feedback from the surgeon, he had to explant valve due to high profile struts of (B)(4), led to tear lv of the patient. Doctor sized 29mm annular size and went for the same size valve. But valve profile got too big for the lv of the patient. Then surgeon went for low profile valve but due to injured lv, patient could not survived."

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device history record (DHR) review is currently in progress. No medical or patient history reports have been provided. Information provided indicates patient expired after explant of this device. Cause of death provided: lv injury due to high profile of 6900p29mm valve. Replacement device (sjm bicor valve), status unknown. Device is to be returned for evaluation. No additional information provided.

Manufacturer narrative:
Report of device explanted at implant due to sizing issue cannot be confirmed. As received, suture holes were observed on sewing ring. Senior engineer also measured the valve struts, measurements were 17mm, 18mm and 17.6mm, all 3 measurements met nominal dimension expectations per IFU (total profile height of 19mm). The wireform was intact, as evident in the x-ray. Method: x-ray. Device was received for evaluation on (B)(4) 2012. Conclusion: per discussion with senior engineer, the height of the valve struts are well within the dimensions as indicated in the device instructions for use. The surgeon indicated he explanted this device due to a sizing issue and then implanted a competitor mechanical valve; however, the patient did not survive the surgery. No operative report or patient history is available. Therefore, we are unable to conclusively determine the root cause for this event.